Manufacturer narrative:
The reported device, used in treatment, was not entirely received for evaluation. There was no relationship found between the returned portion of the device and the reported incident. A visual inspection revealed the device was not returned. The shaft protector of the device was returned. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection revealed an incomplete device was returned; only the shaft protector was received and not the anchor. As such, fracture of the implant could not be confirmed. The complaint was not verified and the root cause could not be determined as the condition (missing components) in which the device was received did not allow for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the surgery after screwing the healicoil (previously a hole and thread was created in the bone with the dilator) the threads broke out of the anchor laterally. The anchor was removed from the joint by means of a punch. A new anchor was used to complete the surgery. Unknown if there was a delay. No other complication reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.